Event description:
A steris account manager was advised by medical center that an employee experienced eye irritation after liquid leaked from a steris system 1 during a cycle. The employee, who reportedly had her back to the system 1 when the leak occurred, was wearing a plastic apron and eye glasses. The employee did not attempt to clean up the spill. She notified the occupational health department and a charge nurse, and they advised her to use the eye wash station to irrigate her eyes. The employee did not seek medical attention, and has had no further problems. The charge nurse called a team of hospital employees to clean up the spill. After the spill was cleaned up, they then called their biomedical department,which replaced the inflatable seal on the system 1. No further problems have been reported with the unit since the repair.

Manufacturer narrative:
System 1 sterilant use dilution is a mixture of diluted ingredients of steris 20 sterilant concentrate, including the active ingredient, peracetic acid. Although the use dilution has a neutral ph, is non-toxic by oral and dermal administration, and has no corrosive effects on skin (although dermal irritation may occur in sensitive individuals upon repeated exposure), the system 1 operator manual provides instruction to operators on precautions and practices to be employed when encountering spilled use dilution. In addition, msds info is provided with each shipment of sterilant. Steris has scheduled additional in-service training at the hospital.